Manufacturer narrative:
Additional information: g4, h2. Root cause of the reported event is unknown at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure, the sensor continued moving with the delivery system after deployment. Upon further investigation, it was determined that one of the tether wires had broken off the blue knob. It was still tethered to the delivery system holding the sensor in place. A snare was used to retrieve the sensor and ensure it stayed attached to the delivery system upon pulling it out through the sheath. A new sensor was used, re-deployed without issue, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
A catheter assembly with single tether wire and sensor intact, sheath, and hub cap with single tether wire intact and fractured portion of second tether wire were received. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter observed single intact tether wire where the sensor was attached. Inspection of the length of the catheter and sheath were found to be normal. Visual inspection of the hub cap demonstrated broken portion of single tether wire. The results of the investigation are that the observations in the event description are confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.